Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.00/+2.0/137 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to the surgeon had selected the wrong lens power. The lens was replaced with another same model/length lens and the problem was resolved. The patient is happy. The cause of the event was due to user error.